Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report the patient had not recovered from the event. Dianeal therapies were ongoing. No additional information is available.